Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator failed the oxygen blending module test. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed the oxygen blending module test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device is heavily damaged and missing components. The device has damaged lcd backlight, front, rear, and bottom enclosure. Device did not come in with a rubber foot, whisper cap, pollen filter, or threaded cap so I will provide one of each. A new lcd, a cable, and a system board to lcd cable assembly will also be provided for the backlight. Log files recovered by using a flashlight to make the screen legible. Additionally, the device failed test at debug log. The device's mainboard need to be replaced to address the issue. The unit was repaired. The device passed the final test.